Event description:
It was reported to philips that the device's screen was stained. There was no patient involvement..

Manufacturer narrative:
The device was evaluated by a local philips representative who found that the lcd screen had stains on it and only needed to be cleaned. The screen was cleaned and the device was returned to service. The device remains at the customer site and no further evaluation is required at this time.